Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient¿s symptoms included nausea, vomiting, bloating, and early satiety. The symptoms had been ongoing for 6 months. It was later reported that the print out from the device displayed that the hours of use on the device were out of range. The patient was experiencing a return of symptoms, but they had good results with the device until the last few months before this report. It was unknown if the return of symptoms was due to battery depletion. The impedance reading had increased from ¿500+¿ to ¿700+.¿ it was later reported that the patient was hospitalized for their return of symptoms a ¿few months¿ before this report. The patient was now experiencing symptoms that had always been controlled with the device. It was later reported that the device had not been interrogated in over 12 months. Due to the return of symptoms, the patient felt that the device was depleted. The patient was going to have the device replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 435135, lot# unknown, product type: lead. Product ID: 435135, lot# unknown, product type: lead. (B)(4).